Event description:
The manufacturer received information alleging a ventilator was audibly alarming for high pressure. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation, and the customer¿s complaint was confirmed. The device¿s high pressure limit potentiometer was replaced to address the issue. There was no pt harm or injury reported. The device was found to audibly and visually alarm, as designed.